Event description:
Customer reports to have received a button error alarm and button anomaly. Customer's blood glucose was 241 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the device had intermittent button response due to moisture damage on the keypad traces. The insulin pump was monitored and had no numbers raced to 12 and backlight stayed on during bolusing. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window.